Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a diminished therapeutic effect. It was stated physician had to increase the dose in order to get therapeutic effect. Catheter dye study was done and no problem was found. The pump was replaced. The existing catheter was examined and no problem was identified. It was noted pt had an initial positive response with the new pump but then had a return of symptoms. It was later reported the catheter was replaced and physician was unable to determine any other cause of a lack of therapeutic effect. At the time of this report, no further details were reported. Additional information will be provided when available.